Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the heads of 2 cortical screws broke off during final tightening during a dynamic hip screw plating with cement. The broken screw shafts, fully seated into the plate and the femur were left in the patient. The broken shafts there were no surgical delays, the procedure was successfully completed with no harm to the patient. This report is 2 of 2 for (B)(4).